Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to erosion of urethra following a recurrence of prostate cancer and radiation. 6 months following the removal, the physician performed a urethroplasty. A new artificial urinary sphincter was implanted on (B)(6) 2018.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed due to erosion of urethra following a recurrence of prostate cancer and radiation. 6 months following the removal, the physician performed a urethroplasty. A new artificial urinary sphincter was implanted on (B)(6) 2018. Additional information received indicated the erosion was treated by giving the patient time to heal.